Event description:
The facility reports the nurse and stna were transferring the resident from a wheelchair to her bed. During the lift, the clip on the right side of the sling (around the leg) came off the hanger bar, allowing the resident to slide out of the sling and fall. The resident sustained a laceration to the occipital lobe and bruising to the right lower leg. Sutures were required to close the laceration.